Event description:
It was reported the patient received a letter from manufacturer 2-3 years ago which notified her that her implantable neurostimulator (ins) was defective. It was also reported that prior to receiving the letter, the patient¿s ins was overdischarged. The manufacturer representative reportedly attempted multiple recoveries without success. It was reported the patient was scheduled for a system explant the date of current report. Additional information received reported the patient had difficulty charging the ins after initial implant. The patient reportedly met with a couple of manufacturer representatives and tried to resolve the issue. However, the patient then received the aforementioned letter, and rather than getting a replacement, the patient stopped using the ins because ¿it never worked all that well anyway.¿ it was reported a physician mode recharge was not performed because patient did not use the ins. The patient was getting it explanted because she needed to have an MRI of her shoulder. It was reported the system was explanted on (B)(6) 2013. Surgery reportedly went fine and no patient symptoms were reported.

Manufacturer narrative:
Product ID: 3887-56, lot# v058730, implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3887-56, lot# v055390, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
Anomaly. It was noted the battery had reduced capacity due to overdischarge. Analysis of the extension (B)(4) found no significant anomaly. It was noted the body was cut through and the product was segmented.